Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10119776. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
During a coiling procedure, the distal marker of the enterprise vrd (enc452812/10119776), would not open when released almost completely out of the microcatheter, and then the vrd was withdrawn and released again, but still failed. Constant fluoroscopy was performed at all times, and there was nothing preventing the stent from expanding. Additionally, since the stent did not open when released, it was verified via fluoroscopy that the stent was completely out of the microcatheter. Then, the device was withdrawn outside of the patient, and changed to another one to complete the procedure. The enterprise vrd was used to treat an aneurysm, and during placement, the stent was placed at least 5mm on either side of the aneurysm neck. The stent released by withdrawing the microcatheter, and there was no thrombus or stenosis at the target site that may have prevented complete expansion of the stent. During the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle. Additionally, all labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site, and the same prowler select plus microcatheter ((B)(6)) was used with the next device. The microcatheter distal tip was not re-shaped. After the event, other than the reported product issue, the device was not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. The vessel and aneurysm characteristics, measurements, etc were normal. The patient had (B)(6), and the sample was discarded. There was no patient injury reported.

Manufacturer narrative:
During a coiling procedure, the distal marker of the enterprise vrd (B)(4) would not open when released almost completely out of the microcatheter, and then the vrd was withdrawn and released again, but still failed. Constant fluoroscopy was performed at all times, and there was nothing preventing the stent from expanding. Additionally, since the stent did not open when released, it was verified via fluoroscopy that the stent was completely out of the microcatheter. Then, the device was withdrawn outside of the patient, and changed to another one to complete the procedure. The enterprise vrd was used to treat an aneurysm, and during placement, the stent was placed at least 5mm on either side of the aneurysm neck. The stent released by withdrawing the microcatheter, and there was no thrombus or stenosis at the target site that may have prevented complete expansion of the stent. During the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle. Additionally, all labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site, and the same prowler select plus microcatheter (B)(4) was used with the next device. The microcatheter distal tip was not re-shaped. After the event, other than the reported product issue, the device was not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. The vessel and aneurysm characteristics, measurements, etc were normal. The patient had the hepatitis, and the sample was discarded. There was no patient injury reported. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10119776. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not implanted, and was not returned for analysis. Stent incomplete expansion is a known potential event associated with stent implantation procedures. The enterprise IFU notes that failure to deliver the stent to the intended site. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported event. Therefore, no corrective action will be taking at this time.